Event description:
Caller reported a malfunction on pump, identified with malf 12 code, but no notable events occurred before issue. Customer¿s blood glucose level did not exceed 500 mg/dl. Cts provided information to reset pump and guided caller in successful reset after which malfunction did not recur. Customer was instructed to continue using pump and agreed to call back if malfunction code appears again.